Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately control high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in (B)(6) 2012 prior to the contacting lfs. The patient reported alleged inaccurate control high readings of "225 and 240 mg/dl" with the subject meter; which is not within the range of "107-143 mg/dl" on the vial of test strips. As part of the patient's diabetes regimen, the patient claimed he is on insulin (type/dose unspecified). At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. Approximately 15 minutes after the alleged issue began, the patient reported having symptoms of shakiness, felt like passing out, and a headache. In response to his symptoms, the patient claimed he self-treated with food/drink. The patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the correct control solution was used, the patient's process for testing was correct, the subject meter's unit of measure was set correctly, and the test strips and control solution were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.